Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007 the patient presented with a pre-op diagnoses of lumbar stenosis. S/p fusion and underwent hardware removal l4-s1; revision, laminectomy l3; post spinal fusion l3-l4, and segmental instrumentation l3-s1; ic bma/bmp procedures. In the surgery rhbmp-2/acs and depuy inner and di set screws were used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.